Event description:
It was reported that the video system center displayed an e315 scope communication error code. There were no reports of patient involvement or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the device could not properly communicate with the processor because there was an issue in the scope used in combination. Additionally, it was found that the scopes had water invasion. Olympus will continue to monitor field performance for this device.